Event description:
During a follow-up, episodes of far-field r-wave oversensing resulting in inappropriate automatic mode switch (ams) were observed on the right atrial (ra) channel of the device. No intervention has been performed at this time. The patient is stable with no consequences.